Manufacturer narrative:
An investigation was performed. The following listed implants were not provided for investigation. Thus, the following investigation has been performed based on the provided information. A literature review and drawing review were performed as part of this investigation: one (1) 4.0mm cannulated screw long thread, 26mm (part 207.726 / lot unknown), one (1) 4.0mm cannulated screw long thread, 56mm (part 207.756 / lot unknown), one (1) 4.0mm cannulated screw short thread, 32mm (part 207.632 / lot unknown). The reported adverse events cannot be confirmed. Medical imaging was not received for evaluation. However, the overall complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable. Appropriate actions were initiated to address the issue of off label indications on customer facing documentation. It is confirmed that appropriate actions were initiated to address distributed literature promoting indications for use which were not cleared at the time; including the use of 4.0mm cannulated screws for fusions in the foot. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. It is noted that no definitive root cause was able to be determined for the adverse events as the loading parameters related to reduction, bone healing, and sustained forces over the implant duration (336 days) are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision joint fusion procedure of her right foot on (B)(6) 2017 and had three synthes screws removed. The patient also received a bone graft, stem cells and had a plate (unknown brand) implanted. Initially, the patient was implanted with three (3) synthes screws on (B)(6) 2016 as treatment for bunionectomy. The patient reported the synthes screws had been approved for use in large bones only but the surgeon implanted them in her right foot. Post-operatively on an unknown date the patient reported having pain, redness, heat, and swelling in her right foot. On an unknown date the patient returned to the first doctor but was told those symptoms were normal and there was no mention on non-union. The patient's last visit with the first doctor was (B)(6) 2016. The patient was examined by another doctor on (B)(6) 2017 and she was diagnosed with a non-union that was detected via x-ray and CT scan. The patient is currently non-weight bearing. It was noted that the removed screws were discarded. This is report 2 of 3 for com-(B)(4).